Event description:
Healthcare professional reported a xen®45 gts event described as slider did not work smoothly and caused damage to implant during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations non-conformances noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage/ defects were observed to the injector. To evaluate device functionality, the injector was tested for actuation. During functional testing, the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was not observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions without any resistance; therefore, the expected condition was met. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is not confirmed since no slider knob resistance was observed during functional testing.

Event description:
Healthcare professional reported a xen®45 gts event described as slider did not work smoothly and caused damage to implant during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.